Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/15/2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge or boot because the device is rebooting. Functional test cannot be perform due to perpetual rebooting. Download and review receiver log after disconnecting ui board from main pcba. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.